Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient experienced a urinary tract infection that spread to her kidney then to her heart and valve which caused congestive heart failure and septicemia as a result of using the device. The patient was hospitalized in (B)(6) of 2014 and (B)(6) 2015 to treat the infection and congestive heart failure. The patient was prescribed antibiotics to treat the infection.